Event description:
Report # 2915056-2016-00002 is a physician report from the (B)(6) concerning a device malfunction with no associated adverse event. The report involves a male patient (age not reported), who was implanted with iodine i125 onco seeds for the treatment of prostate cancer. During the implantation procedure, there was a loose needle load. Past medical history and concomitant medications were not reported. On (B)(6) 2016, the patient underwent a brachytherapy treatment of prostate cancer with iodine i125 onco seeds (loose needle load), .449 mci (unit dose). The lot number was provided as 150460a. Seeds from seven needles (5, 14, 15, 16, 20, 29 and 30) fell off during the implantation procedure. It was confirmed that the seeds were not loose in package but fell on the floor/ trolley while lifting the needle to be handed over the operating consultant. There is a concern that the wax material (plugs) to keep the seeds in place was either missing or loose. To complete the procedure, the implantation plan was modified and 57 seeds were implanted instead of 63 seeds initially planned. There were no medical complications during the procedure. The biopsies prior to the procedure confirmed the tumour to be on the lhs of the prostate gland, which was covered by modifying the dose plan but compromised the rhs of the prostate gland. This was confirmed by the computed tomography (CT) scan next day. This patient will be followed up closely to monitor the disease progression. Next CT scan is planned in six weeks time. No adverse event was reported at the time of procedure. Medical assessment included: this incidence has resulted in inadequate brachytherapy dose for the patient and may have long term consequences in the form of lack of remission of the primary disease (ca prostate) and increase the chance of recurrence for the patient. This will be evaluated with a regular follow up of the patient. At the time of reporting, the outcome was not provided. Quality assurance investigation has been initiated. Follow-up information was received on 18-feb-2016: the physician clarified that needle 20 did not drop its seeds as mentioned in the initial complaint report. Quality assurance summary: all documents and all in process paperwork were reviewed, and the order (B)(4) met all release specifications and requirements and there were no manufacturing anomalies or unusual events during manufacturing. The bone wax placement was verified and signed off on the custom needle configuration plan for this order at the time of loading. No changes have been made in the needle loading process as of late. A complaint rate of less than one percent has been maintained over the past nine years for bone wax issues. Numerous data points of product integrity demonstrates that needle plugs are not dislodged during shipping. The company's experience has also shown that facilities who have experienced problems do not have repeat complaints. Theragenics corporation (tgx) continues to encourage users to refrain from removing the stylet locks before the needle is removed from the tray. This allows the stylet to remain in place and helps avoid possibilities of the stylet pushing the seeds through the needle before the seeds are ready to implant. While the specific root is inconclusive, tgx has initiated a corrective action plan to explore potential process improvements related to the bone waxing process for needle loaded product. The entire process is being reviewed and any possible changes will be documented within the CAPA systems and verified for effectiveness. Quality assurance investigation has been finalized.

Event description:
This is a physician report from the (B)(6) concerning a device malfunction with no associated adverse event. The report involves a male patient (age not reported), who was implanted with iodine i125 onco seeds for the treatment of prostate cancer. During the implantation procedure, there was a loose needle load. Past medical history and concomitant medications were not reported. On (B)(6) 2016, the patient underwent a brachytherapy treatment of prostate cancer with iodine i125 onco seeds (loose needle load), .449 mci (unit dose). The lot number was provided as 150460a. Seeds from seven needles (5, 14, 15, 16, 20, 29 and 30) fell off during the implantation procedure. It was confirmed that the seeds were not loose in package but fell on the floor/ trolley while lifting the needle to be handed over the operating consultant. There is a concern that the wax material (plugs) to keep the seeds in place was either missing or loose. To complete the procedure, the implantation plan was modified and 57 seeds were implanted instead of 63 seeds initially planned. There were no medical complications during the procedure. The biopsies prior to the procedure confirmed the tumour to be on the lhs of the prostate gland, which was covered by modifying the dose plan but compromised the rhs of the prostate gland. This was confirmed by the computed tomography (CT) scan next day. This patient will be followed up closely to monitor the disease progression. Next CT scan is planned in six weeks time. No adverse event was reported at the time of procedure. Medical assessment included: this incidence has resulted in inadequate brachytherapy dose for the patient and may have long term consequences in the form of lack of remission of the primary disease (ca prostate) and increase the chance of recurrence for the patient. This will be evaluated with a regular follow up of the patient. At the time of reporting, the outcome was not provided. Quality assurance investigation has been initiated.